Event description:
According to the reporter: the only information I have from this incident is that there was bladder injury. I am going to follow up with the surgeons involved to get a better idea of what happened. Additional information received via email: could you please elaborate on what the nature of the bladder injury was? As far as I was told, it was an abrasion on the bladder. What is the lot number of the device? I do not have this information. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? Yes, if yes, describe the damage and provide details on how the damage was treated/corrected. An abrasion. Ensured there wasn't any leaks; was the damage irreversible? No. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Unknown. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Not that I am aware of. Did anything fall into the patient's cavity? No. How is the patient currently? As far as I have been told, ok.

Manufacturer narrative:
(B)(4).